Manufacturer narrative:
Investigation: the complaint was investigated for the customer complaining of image quality with z6ms transducer. The transducer was returned, and an investigation was performed. The cause of the poor image quality on the transducer was manufacturing issue with the coaxial cables. The cable assembly manufacturer had changed their manufaturing process through a CAPA. This transducer was manufactured before the CAPA. (B)(4)

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that during a transesophageal echocardiography (tee) procedure, the doctor was viewing the patients' heart but the image quality was poor. The doctor removed the transducer and reinserted a different but similar transducer into the patient to continue and complete the tee using the same ultrasound system. There was a minimal delay in completing the tee while the replacement transducer probe was obtained. The patients' safety was not affected by the poor image quality; therefore, there was no patient adverse event. No additional information was provided.